Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunctions are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. With review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient was recovering from initial lvad implant and that the cardiologist received a call from a staff nurse this morning to inform him that the patient cannot move her left hand and has a slight facial droop. It was stated that the site is unsure if it was an ischemic conversion or not (of note, patient did have a large lv clot removed at time of implant). Neurosurgery consulted but with no plans to intervene at this time. The site did mention that the patient gets incredibly anxious with her dressing changes (which occurred yesterday) and her bp may have elevated during that time. Pump is functioning as intended. Log files were sent on (B)(6) 2016 which showed normal operating range with a consistent power over the past 10 days of 2.6-2.8 (site does not suspected thrombus). Patient remains hospitalized in the ICU. The plan is to repeat another head CT this afternoon. Patient is otherwise stable, just states that her hand is "asleep." The patient continues to be monitored closely. It was stated that the patient continues to work with therapy and is progressing well. Some residual weakness in left hand remains but facial droop has resolved. Currently the patient is still in rehabilitation an in impatient. Site stated that the patient may remain in the inpatient status until transplant or may be discharged home. No additional information provided.